Event description:
It was reported that product was inserted via upper portion of rt arm in 2005. Pt was hospitalized for pleural effusion w/ obstruction and was receiving tpn through PICC line. CT scan not taken following PICC placement. Primary care provider ordered CT scan as part of pt's follow-up. One end of spring wire guide (swg) was seen in CT scan in right ventricle extending into left pulmonary artery. Risk/benefit discussion held and pt decided not to have wire removed at that time. Pt was asymptomatic about 8 months later when wire noted on CT scan.

Manufacturer narrative:
Evaluation cannot be conducted. Removed catheter was discarded. Portion of swg remains in pt. See scanned page.